Event description:
It was reported that the patient received a vibratory notification. It was noted that backup operation was observed on the implantable cardioverter defibrillator (ICD). A device restoration was completed successfully. The patient was stable.